Event description:
It was reported that stent failure to expand occurred. The target location was located in the iliac artery. A 9x60x120 epic self-expanding stent was advanced for treatment. During post procedure, the stent was not deployed well, it was not deployed in the stent catheter. The procedure was completed with a different device. There were no patient complications reported.